Event description:
A surgeon reported that there was a metallic fragment intraocularly during a surgical procedure. The surgeon was able to get part of the particulate out but part of it remained in the eye. It is unknown whether there was any impact to the patient. Additional information has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).